Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -16.5/1.5/091 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens had tore during injection/delivery into the eye. On this same date in a separate surgery the lens was explanted with no patient injury. It was additionally noted "after surgery the patient complained of visual problems in the optical zone and strongly requested to remove the lens. After removal a trace was found near the optical zone marker line". The cause of the event was reported as unknown. The problem was not resolved.